Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, cross-talk was observed due to non-sustained ventricular oversensing (nsvo). The device was reprogrammed to resolve the issue. Patient was in stable condition.